Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. In the process of loading the delivery system to use heartstring, separated loose and does not sit correctly inside the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A photograph was also provided. A photographic inspection was conducted. The delivery device was observed outside the loading device with the seal and tension spring assembly in the delivery tube. The seal was observed to be intact, no visual defects were observed. The white plunger was not depressed on the delivery tube, and the blue slide lock is not observable in the photograph. An investigation was conducted on (B)(6) 2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device, with the seal and tension spring assembly inside the delivery tube. The seal and tension spring assembly was removed from the delivery tube, no visual defects were observed on the seal and tension spring. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.218 inches . The length of the delivery tube was measured at 2.490 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed and the reported failure ¿crack¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. In the process of loading the delivery system to use heartstring, separated loose and does not sit correctly inside the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.